Event description:
During a pre-operational check, a release valve malfunction occurred. The incident did not occur during ventilation. The device alarmed acoustically. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
During a pre-operational check, a release valve malfunction occurred. The incident did not occur during ventilation. The device alarmed acoustically. Investigation is ongoing.